Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the rate/sense channel. This noise was sensed by the device, and resulted in asymptomatic pacing inhibition. It was reported that the patient was watching television when the noise occurred.